Event description:
Boston scientific received info that during a lead revision procedure for this right atrial lead, the lead's helix may not have been extending fully. This lead became dislodged from the right atrium and, upon reimplant, would not fixate in ra. There were no adverse pt effects reported. The physician requested a new lead. This lead is not expected for return for it was kept by the hospital. No further info is expected.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.